Manufacturer narrative:
The reported product is not expected to be returned. Extended investigation is pending. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is based on the customer's report of "(B)(6) 2018". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving unspecified high readings on the adc freestyle libre sensor when compared to unspecified readings obtained on the built-in reader. Customer further reported he experienced a loss of consciousness and received two glucagon injections, one by a non-healthcare professional and another by a healthcare professional in addition to a "perfusion of g30" (glucose). No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint and a valid serial number was not provided. An extended investigation was performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for all libre sensors within expiration at the time of the complaint was reviewed, and the DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors. The investigation concluded that the design continues to prove robust, the manufacturing process remains in control, and the product functions as intended, provided that the label copy is appropriately followed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving unspecified high readings on the adc freestyle libre sensor when compared to unspecified readings obtained on the built-in reader. Customer further reported he experienced a loss of consciousness and received two glucagon injections, one by a non-healthcare professional and another by a healthcare professional in addition to a "perfusion of g30" (glucose). No further treatment was reported. There was no report of death or permanent injury associated with this event.